Event description:
This is the fourth of four reports for the same pt involving four lot numbers of the same product. It is unk which contributed to the event. Refer to 1065835-2014-00001, 00002, 00003 for the description of the first, second and fourth reports. It is reported by the eye care professional (ecp) in australia that a pt experienced a "serious eye infection" leading to 25% vision loss in the left eye. This occurred in (B)(6) 2013 when he was overseas (united states), and feels it was an issue with the contact lenses he purchased in (B)(6). Add'l info was received from the eye specialist in the united states (us) which notes that the pt presented to the specialist in the us on (B)(6) 2013 after 2 day history of pain, redness, and worsening vision in the left eye. This was likely related to contact lens wear and possibly abrasion. Initially, there were multiple corneal infiltrates and a less than 1mm hypopyon. The larger, infiltrate was approx 5mm. Epithelial defect measured 85mm. No corneal thinning. The pt was started on fortified vancomycin 25mg/ml every hour and tobramycin 0.3% e very hour around the clock. Homatropine 5% used 3x a day. After 24 hours there was significant clinical improvement with lighter densities to the infiltrates and less pain. Prednisolone acetate 1% was started 48 hours after antibiotics at 4x a day. Add'l info received on (B)(4) 2014 stating that the pt's symptoms started on (B)(6) 2013. The symptoms that occurred were pain, redness and worsening of vision in the left eye and the event was severe (incapacitating); unable to work or do usual activity). Issue has resolved with scar on left cornea which led to 20-25% vision loss.

Manufacturer narrative:
(B)(4). The complaint product was not returned for eval at this time. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a f/u report will be filed. (B)(4).